Event description:
Consumer reports malfunction. Charger is hot and brush will not charge. No injury associated with malfunction.

Manufacturer narrative:
This toothbrush is part of recall number z-2098-2012. The head was made at the following location: contract manufacturer: trisa (B)(4). The handle and charger were made at the following location: contract manufacturer: hayco ltd (B)(4).